Event description:
As reported to coloplast though not verified, pt experienced erosion, dyspareunia, infections, chronic pain and recurrent incontinence. Revisionary surgery was performed on (B)(6) 2012.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.